Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's associated onestep pacing mfc cable was found damaged and unable to connect to the one step electrode pad. Complainant indicated that there was no pt involvement in the reported malfunction.